Event description:
It was reported that the patient experienced unspecified withdrawal symptoms. A rotor study was performed twice, no movement was noted. A dye study was performed and was said to be "within normal limits". The pump contained dilaudid 25 mg/ml; bupivicaine and clonidine. The hcp explanted the device and replaced it with similar one due to the suspected rotor stall. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.